Manufacturer narrative:
This follow-up report is being filed to relay correction information and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a laparoscopy procedure on (B)(6) 2014 and was revised on (B)(6) 2014 due to pain and the incorrect sized tibial bearing being initially implanted. The tibial bearing and locking bar were removed and replaced. Patient alleges experiencing pain, red dots around the scar, swelling, purple color under the scar and a zinc allergy reaction. Patient's husband reported patient is currently in rehab after a fall, allegedly due to the knee being weak. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Additional information received reports that patient alleges experiencing pain, swelling, and "the leg jumping as if there is a nerve jumping in the leg."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a laparoscopy procedure on (B)(6) 2014 and was revised on (B)(6) 2014 due to pain and the incorrect sized tibial bearing being initially implanted. The tibial bearing and locking bar were removed and replaced. Patient alleges experiencing pain, red dots around the scar, swelling, purple color under the scar and possible allergic reaction. Patient's husband reported patient is currently in rehab after a fall, allegedly due to the knee being weak. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a laparoscopy procedure on (B)(6) 2014 and was revised on (B)(6) 2014 due to pain and the incorrect sized tibial bearing being initially implanted. The tibial bearing was removed and replaced. Patient alleges experiencing pain, red dots around the scar, swelling, purple color under the scar and a zinc allergy reaction. Patient's husband reported patient is currently in rehab after a fall, allegedly due to the knee being weak. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Additional information received reports that patient alleges experiencing pain, swelling, and "the leg jumping as if there is a nerve jumping in the leg." Additional information received in operative report noted patient underwent a laparoscopy procedure on (B)(6) 2014 due to suspected synovial impingement, hematoma, and patient allegations of pain and discomfort. Operative report further noted proliferative synovium and impingement of scar tissue during the procedure. Additional information received in operative report noted patient was revised on (B)(6) 2014 due to patient allegations of pain and instability.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 15 states, "postoperative pain." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03599).

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a laparoscopy procedure on (B)(6) 2014 and was revised on (B)(6) 2014 due to pain and the incorrect sized tibial bearing being initially implanted. The tibial bearing and locking bar were removed and replaced. Patient alleges experiencing pain, red dots around the scar, swelling, purple color under the scar and possible allergic reaction. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.